Event description:
Reporter alleged obtaining discrepant blood glucose results on her advantage system of 585 mg/dl compared to the paramedics' measurement of 61 mg/dl. Reporter stated another comparison of 581 mg/dl on her advantage system was compared to a second measurement by the paramedics of 81 mg/dl. No exact timeframe between testing was provided other than the reference to back to back. Reporter indicated she had been receiving higher blood glucose results lately and had been taking oral glucose diabetes medications designed to lower glucose levels. Before calling the paramedics, reporter stated she had self treated hypoglycemic symptoms with food and juice; however, was still not feeling well. No other actions or treatment was reported. A request was made for the return of the suspect product and a replacement product was sent.